Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Infection - vagina [vaginal infection]. Infection vagina - tampon [medical device site infection]. Debris leftover from removing tampon [foreign body in reproductive tract]. Debris - leftover from removing tampon [device breakage]. Debris leftover - from removing tampon [complication of device removal]. Pain - vagina [vulvovaginal pain]. Vagina pain - tampon [medical device site pain]. Case description: consumer reported via email that she developed an infection due to leftover debris from the tampon. No serious injury was reported.